Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump did not alarm when her blood glucose was high or low. The patient's blood glucose was 600 mg/dl at one point a few years ago; she treated with a 10 unit manual insulin injection. The 600 mg/dl incident caused her to go into a coma for six days. The customer also called 911. Additionally, the customer's blood glucose was 57 mg/dl and the insulin pump did not alarm. The customer treated by eating and drinking. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal. The insulin pump programming was accurate as well. The device was not exposed to a high magnetic field, MRI, or medical procedure. The customer was advised to monitor the insulin pump and her blood glucose. No products were returned or replaced.